Event description:
Have severe symptoms related to breast implant illness (bii). Have had numerous tests done and all normal except for was diagnosed with mctd (mixed connective tissue disease) and have had severe brain fog, fatigue , gi issues , and throat pain. It makes it difficult to work and I had to recently file for intermittent fmla (the family and medical leave act) to cover time taken for multiple doctors appointments to figure out what's wrong and time off when I'm feeling too sick to work. Am getting an explant on (B)(6) 2025. The implants were put in which is (B)(6) 2005 by (B)(6). Ref report: mw5166766.